Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement; therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0187798 is no longer considered reportable, please disregards any reports associated with it.